Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle too thin and thread is easily broken / thin needle and thread not strengthened.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4). Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: the complaint is not justified. In consequence, a proper analysis cannot be done. Note of this case, if any sample is received in the future, the case will be re-opened and analyzed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.